Event description:
Customer reported receiving an error 4 on the display of their freestyle flash blood glucose monitor, when a test strip was inserted. It was discovered that the locked meter is now unlocked. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.